Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was not reported. The same day as diagnosis, the patient began treatment with intraperitoneal sefazol vial (1.5 gram, once a day, duration not reported) and amikacin 120 (dose, frequency and route not reported) for peritonitis. On the same day, treatment with amikacin was discontinued. The patient was recovered from this peritonitis event (four days after receipt of this report). Extraneal and physioneal therapies were ongoing. No additional information is available.